Manufacturer narrative:
Manufacturers ref#(B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p140016 date of awareness is (B)(6) 2025. After investigation was completed on (B)(6) 2026 the event is no longer assessed as a side-effect and the event is therefore reportable. Summary of investigational findings: this complaint is opened to address thrombosis in a zta stent graft, in a patient enrolled in a zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2021, this 74-year-old male patient was emergently treated for a fusiform thoracic aortic aneurysm (contained rupture) with placement of a proximal zta-pt-42-38-173 and a distal zta-pt-42-38-173, starting at zone 2. The proximal neck was irregular with no thrombus or occlusive disease and mild tortuosity and calcification. The distal neck was parallel with no thrombus or occlusive disease or tortuosity but mild calcification. There is localized angulation >45 degress in a segment of aorta which deployment of the device is intended. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On 25jan2021, follow-up imaging revealed patent study devices, no thrombus, no device issues, and a type ib endoleak. The endoleak was considered not related to the study device, but related to the procedure, noting ¿not adequate sealing in the distal landing zone.¿ (related complaint) on 03aug2021, follow-up imaging revealed patent study devices, thrombus in a study device (current complaint), no device issues, and persistence of type ib endoleak. On 26jan2022, the patient experienced a fall accompanied by pain, fatigue, decreased blood pressure, difficulty swallowing, and loss of orientation, no pathology was identified. The event was not treated and was not related to the study device/procedure. The site has added an exit form for patient 111-037, noting death on 11apr2022 (443 days post-procedure). Cause of death was heart failure, a pre-existing condition prior to procedure (no relationship to device or procedure). The site was informed by family. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the implanted stent graft this complaint originates from a retrospective post marked study where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. It is reported that the patient was emergently treated for a fusiform thoracic aortic aneurysm (contained rupture) and there is localized angulation over 45 degrees. According to the instructions for use the safety and effectiveness have not been evaluated in patients with leaking, pending rupture or ruptured aneurysm. In addition, no localized angulation should be larger than 45 degrees. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. There is a possibility that the reported angulation in patient anatomy could have been a contributing factor for thrombus formation in the zta stent grafts. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (B)(6): zenith alpha thoracic post market retrospective study: thrombus within study device(s) was noted 192 days post-procedure. On 23jan2021, this 74-year-old male patient was emergently treated for a fusiform thoracic aortic aneurysm (contained rupture) with placement of a proximal zta-pt-42-38-173 and a distal zta-pt-42-38-173, starting at zone 2. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On 25jan2021, follow-up imaging revealed patent study devices, no thrombus, no device issues, and a type ib endoleak (B)(4), FDA ref: 3002808486-2025-00166). The endoleak entered was considered not related to the study device, but related to the procedure, noting ¿not adequate sealing in the distal landing zone.¿ on the same date, the patient experienced 3 other adverse events (ae): pleural effusion which was surgically drained and not related to the study device/procedure: delirium which was treated with medication and not related to the study device, but related to the procedure, and paroxysmal atrial fibrillation which was not treated and not related to the study device/procedure. On (B)(6) 2021, follow-up imaging revealed patent study devices, thrombus in a study device (this complaint, (B)(4), no device issues, and persistence of type ib endoleak. On (B)(6) 2022, the patient experienced a fall accompanied by pain, fatigue, decreased blood pressure, difficulty swallowing, and loss of orientation, no pathology was identified. The event was not treated and was not related to the study device/procedure. On (B)(6) 2022, the 12-month follow-up indicated no further aes, and did not include imaging. On (B)(6) 2022, the patient underwent secondary intervention for the type ib endoleak. Distal placement of an additional proximal tapered component. Patient outcome: no treatment was noted for the thrombus. No subsequent imaging data have been entered to indicate status of the thrombus. No thrombus-related aes have been entered.